Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic was notified of a linkedin post that reported a late complication 5 years after silverhawk treatment. It is reported 5 years post sfa treatment with silverhawk atherectomy, an aneurysm and new arteriosclerotic lesion in the mid- sfa was observed. A interwoven non-medtronic stent and 6 concerto coils were implanted. Before completing the procedure, the physician observed an aneurysm sac thrombosis. They didnt observe any complications with the access site and distal embolization. No further information available.